Manufacturer narrative:
Result - locking mechanism; scale required calibration.

Event description:
It was reported by service report that the foot left siderail does not lock up into place. It was further reported that the scale was inaccurate. It is unknown if there was patient involvement or if there are adverse consequences to report.